Manufacturer narrative:
(B)(4). Additional information: the device was received for evaluation. Visual inspection identified the reported particles inside of the device. The reported condition was verified. The particles were determined to be rubber from the seal of the vial. The cause of the condition was determined to be an issue with the operator's activation technique while using the device. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that black particles were found in a vial after use of the vial with a vialmate to transfer fluid. The solution involved was benzylpenicillin. There was no patient involvement. No additional information is available.